Event description:
It was reported that the wire was difficult to remove. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 330cm rotawire was selected for use. During procedure, 1.25mm burr was unable to cross the lesion after ablation was performed for thirty minutes at 180,000rpm and was removed. Subsequently, the rotawire was tried to remove in order to exchange it with a support wire but difficulty in removal was encountered. A non-bsc guidewire was inserted into the lesion and a non- specified balloon catheter was attempted to cross the lesion but was unsuccessful. The lesion was then attempted to cross with a non-bsc catheter but only the tip of the device entered the lesion. Consequently, the contact to the lesion changed and the rotawire was able to be removed successfully. Since risk to continue the procedure was concerned, the procedure was discontinued. No patient complications were reported and the patient status was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device returned inside of a protective hoop. The returned guidewire had the distal tip stretched. No more damages were found in the device. Dimensional inspection revealed that overall length could not be performed due to device condition (distal tip stretched). Overall diameter (od) of distal tip could not be performed due to device condition (distal tip stretched). Od of middle of the device was within specification. Od of proximal section was within specification.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wire was difficult to remove. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 330cm rotawire was selected for use. During procedure, 1.25mm burr was unable to cross the lesion after ablation was performed for thirty minutes at 180,000rpm and was removed. Subsequently, the rotawire was tried to remove in order to exchange it with a support wire but difficulty in removal was encountered. A non-bsc guidewire was inserted into the lesion and a non- specified balloon catheter was attempted to cross the lesion but was unsuccessful. The lesion was then attempted to cross with a non-bsc catheter but only the tip of the device entered the lesion. Consequently, the contact to the lesion changed and the rotawire was able to be removed successfully. Since risk to continue the procedure was concerned, the procedure was discontinued. No patient complications were reported and the patient status was stable post procedure.